Manufacturer narrative:
Insulin pump had blank display due to faulty x1 on mother board. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Unable to verify battery out limit alarm, failed battery test alarm and weak battery alarm due to blank display. Insulin pump had scratched display window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that they had blank display and had crack nearby corner on plastic top right corner opposite side of battery cap. Customer also reports that insulin pump alarmed for failed battery test and weak battery. Customer states that they no longer receive low battery alarms. The insulin pump's screen would just go blank. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.